Event description:
Info received indicates the right head siderail has a broken weld at the lower pivot point below the sleep deck, preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the right head siderail to repair the bed.